Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the helical blade coupling screw end cap broke into two pieces upon inserting the helical blade with regular hammer blows. There was no patient consequence. Concomitant device: hammer (part/lot unknown, quantity 1); helical blade (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Event description:
Device report from synthes (B)(4) reported the helical blade coupling screw end cap broke into two pieces upon inserting the helical blade with regular hammer blows. Procedure was completed successfully with no surgical delay and no patient consequence. Concomitant device: hammer (part/lot unknown, quantity 1).

Manufacturer narrative:
Additional narrative: date of event. Corrected narrative: describe event or problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.